Event description:
Customer reported, the system would not play back cine images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and the cine drive, replaced the cine bridge pcb, and reloaded software. System operates as intended.